Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) tested and inspected data refer to visual check, checked the device for screen failure and the engineer instructed the customer to calibrate the screen, and passed device returned to full functionality.

Event description:
The customer reported a touch screen failure. There was no patient involvement.